Manufacturer narrative:
(H3, h6): the manufacturer representative went to the site to test the imaging system. They found that they were unable to undock the imaging system once it had been moved to the room. They performed a reboot, and the unit was able to undock and complete their case. Upon inspection of the unit, it was found to be working as designed with no errors or issues. The imaging system was undocked and then redocked several times in succession without issue. The customer was informed of the findings, and the imaging system was placed back into patient use. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not undock. The gantry would open and close. There was no patient involved.